Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 9 tubes underfilled. Tubes were either replaced or recollected. There was no other health impact or consequences reported.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 9 tubes underfilled. Tubes were either replaced or recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-aug-2025 investigation summary: bd received 6 photos and 5 samples for each of the 2 complaint lots for investigation. The samples were expired at the time of review therefore no functional testing could be performed. A visual inspected was performed and no issues were identified. The photos were reviewed and the indicated failure mode underfill was observed for both lots. Additionally, 100 retained samples from each lot were visually inspected, and no issues identified. A functional test was performed on 10 retained samples from both lots, and all tubes drew within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5015927 and 5048247, for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.